Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: unit passed displacement test, rewind and basic occlusion test. No motor error alarm noted. Unit was unable to prime during prime/a33 test due to faulty fsr (gold). Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor was tested outside of the device and passed. Unit had minor scratched display window, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip and a missing end cap sticker.